Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the short port blunt tip trocar "btt" balloon burst. It was a clean pop and no pieces needed to be retrieved from the patient. It was not known how much air was put into the balloon. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: the visual inspection observed that balloon had a tear. Based upon the finding, the complaint is confirmed. A lot history record review was completed for the product, there was no nonconformance associated with the lot number.